Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical health. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The st. Jude representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace his ipg which resolved the issue.